Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing. Additionally, the implantable pulse generator (ipg) had a no pulse episode which may be attributed to capture management initiating. The lead and device were reprogrammed and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: a3dr01 ipg implanted: 2014-05-15. (B)(4)